Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed the issue was due to a ups (uninterruptible power supply) unit failing, causing one of the switches connected to it to lose power. The fse moved the switch to a different ups to restore power and functionality. All the switch ports were operational again, and network communication was restored. The systems dependent on network telemetry also came back online, indicating that all devices could now communicate and monitor properly. The device was confirmed to be operating per specifications, and the failure was identified to be with the hospitals network configuration. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Hilips received a complaint on the patient information center ix indicating the wireless telemetry is down in entire hospital. The device was in use at the time of the event. No adverse event occurred.